Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, one of the haptics broke. The incision was enlarged and the lens was removed. A backup lens was implanted and required one suture. Additional information was receiving reporting the surgeon felt the plunger was 'rigid'.